Event description:
It was reported that a piece of plastic from the device broke off in the pt. There was no injury to the pt.

Manufacturer narrative:
The investigation was inconclusive and no sample was returned for investigation. A lot number was not provided, therefore the device history record could not be reviewed. There have been no changes to the mfg process that could contribute to the reported event. (B)(4).